Manufacturer narrative:
A visual examination of the returned device revealed the presence of heavy residue inside the device, indicating use/handling. It was noted that the feeding port, medicine port and the c-clamp were closed. The external bolster was located at the 4 cm mark and was without issue. The internal bolster had been torn with a portion remaining securely attached to the tubing. The detached portion was not returned for analysis. It appeared that the internal bolster had been securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during the removal of feeding tube from the patient. Therefore, the most probable root cause of 'operational context' is selected for the complaint.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed half a year before (B)(6) 2016. According to the complainant, on (B)(6) 2016, a procedure to replace the device was performed. During withdrawal, the fistula was noted to be hard, resistance was met and the internal bolster became detached from the tube. The event occurred on the surface of the fistula during the last pull and the internal bolster detached outside the patient. No piece of the device detached inside the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed half a year before (B)(6) 2016. According to the complainant, on (B)(6) 2016, a procedure to replace the device was performed. During withdrawal, the fistula was noted to be hard, resistance was met and the internal bolster became detached from the tube. The event occurred on the surface of the fistula during the last pull and the internal bolster detached outside the patient. No piece of the device detached inside the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.